Event description:
Asr revision, hip(s) to be revised: left, type of hip replacement product: asr xl acetabular system. Reason(s) for revision: pain. Update -lot number added to sleeve page as per email (B)(6) 2012. Update - deceased patient, marked legal, patient name, date of birth, gender, primary surgery date amended, added surgeons x2. Taken from (B)(6) email dated (B)(6) 2014. Update dated (B)(6) 2013 - we have been informed by (B)(6) that this patient is deceased. The date of death is (B)(6) 2013. Patient name - mrs. (B)(6). Patient d.o.b - (B)(6) 1935. Gender- female. Primary surgery - (B)(6) 2006. Surgeons : drs (B)(6). (B)(6) notes - please note that in (B)(6) 2014 we were informed that mrs. (B)(6) ( claimant) passed away on (B)(6) 2013 and that her daughter, ms. (B)(6) will take over the claim for compensation. The email sent by the claimant¿s lawyers to depuy¿s law firm in (B)(6), states that "after the replacement of the defective prosthesis (surgery authorised and financed by your client [depuy], which identification details we already have), and during the stabilization of the sequels derived from the prosthesis, and without doubt, as a consequence of these, she developed several tumour processes, which ended with her decease on (B)(6) 2013". This is an allegation potentially linking the cause of death with the asr product.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: (B)(4).